Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a pump under-delivering medication is the pumps expulsor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: regulatory.responses@icumed.com.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use, the device system under-infused medication. The device was programmed to a continuous infusion rate of 2.2ml/hour, reservoir volume 108ml, length of infusion 46 hours, and 100.9ml was given. It was noted that the air detector was off, upstream sensor was off, lock level was 65. A closed system drug transfer (cstd) device was used to fille the cassette and the pump was used to prime the extension tubing. Per the reporter, there were no patient adverse effects.